Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for more than 48 hours before the issue was realized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The needle protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract, indicating the incorrect installation of the hard cannula. The incorrect installation of the hard cannula is the cause of the needle's failure to retract. The incorrect installation of the hard cannula resulted in the damages observed to the slide retract.